Event description:
It was reported that a variable angle (va) condylar plate was discovered to have broken when a patient presented with complaints of pain the leg. An open reduction internal fixation (orif) of the distal femur was performed on (B)(6) 2014 and the fracture did not heal. A hardware removal and revision to another plate, screws and bone graft was performed on (B)(6) 2015. Removed hardware included the broken 12-hole plate and 8-10 cortical/locking screws. The plate broke just proximal to the 11th hole. All screws were removed intact. The procedure was completed successfully with no surgical delays. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date when pain started unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.